Event description:
The vascushunt ii silicone carotid endarterectomy shunt was tested before starting the carotid endarterectomy. The valves of the device were inserted into the carotid artery to hold blood pressure during the medical procedure, but they did not work properly and the incision filled with blood. The shunt fell out and the balloon collapsed. The shunt was operated two more times without any success. The patient lost some blood during the procedure, but the surgeon was quick to take preventive measures. Another process was initiated to complete the original intended procedure. Manufacturer response for carptid endarterectomy shunt, vascushunt ii (per site reporter). Manufacturer sent shipping container and rga# for tracking.

Event description:
The vascushunt ii silicone carotid endarterectomy shunt was tested before starting the carotid endarterectomy. The valves of the device were inserted into the carotid artery to hold blood pressure during the medical procedure, but they did not work properly and the incision filled with blood. The shunt fell out and the balloon collapsed. The shunt was operated two more times without any success. The patient lost some blood during the procedure, but the surgeon was quick to take preventive measures. Another process was initiated to complete the original intended procedure. Manufacturer response for carptid endarterectomy shunt, vascushunt ii (per site reporter) manufacturer sent shipping container and rga# for tracking.